Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device indicated a damaged grommet and a set screw with a rounded socket. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the implantable cardioverter defibrillator (ICD) the physician stated that "the atrial setscrew would not engage." A new wrench was opened, which also did not engage. The physician was unable to tighten the screw to secure the atrial lead and requested a new device. No patient complications have been reported as a result of this event.